Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent/kinked, although it cannot be determined when or how this damage occurred. A leak test found that fluid was able to flow through the fluid path with no signs of struggle or leakage. Debris was also noted on the ratchet gear; however, the download data retrieved from the device shows no signs of struggle, therefore, the debris did not affect device functionality. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 452 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin. When removed from the infusion site (abdomen), the pod's cannula looked bent. As treatment for hyperglycemia, a new pod was applied and manual injections of insulin was delivered.